Event description:
It was reported that the patient was experiencing pain over implant and leads. Per the reporter, "maybe lead is causing damage to his nerves." The patient never had therapeutic effect. The patient informed his doctor that he wanted it removed since implant had never helped.the patient's frequency was due to a heart condition not bladder related.stimulation was on and the patient could feel the stim sensation. Later reporting noted that there was pain near incision site and where leads were located. It was unknown if the patient was getting any therapy at this time. Patient is spanish-speaking so there is a language barrier and this reporter was asking for some assistance with interpreting. There was no known accident or incident related to this issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v156457, implanted: (B)(6) 2008, explanted. Product typ lead product ID 3037, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ programmer. (B)(4).